Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the device exhibited an occlusion alarm when patient control was used. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
D9 date returned to manufacturer: 11-jan-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage. Review of the event history log showed an occurrence of the reported alarm. Functional testing duplicated the reported issue. The investigation determined that the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.